Event description:
It was reported the customer had a battery out limit alarm. The customer also stated their insulin pump was beeping and vibrating due to the alarm. Customer also reported their insulin pump would not turn on. Customer's blood glucose was 151 mg/dl. The customer also stated the batteries were left out of the insulin pump for a greater duration than allowed. It was also reported the customer's esc button was unresponsive, therefore the alarm could not be cleared. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc button did not respond due to a flattened button dome switch. The pump was monitored, and had no audio beep anomaly or vibration anomaly during testing. Unable to verify the off no power and battery out limit alarms due to the unresponsive button. The pump also had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, and a broken reservoir tube lip.